Event description:
It was reported that the customer received an auto-of alarm. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer understood that the alarm occurred due to no interaction with the pump for greater than 12 hours.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.